Manufacturer narrative:
Updated data: b1 b2 d1 d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block was resolved with sequelae on the same date as the permanent pacemaker implant.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the electrophysiology study was negative following the complete heart block. However, 30-day heart monitoring occurred. The results of the heart event monitoring indicated atrial fibrillation occurred 23% of the time, with an average heart rate of 101 beats per minute during these episodes. Seven episodes of unspecified symptoms were identified by the patient with at least one episode that correlated with the atrial fibrillation with a rapid ventricular response at a rate of 121 beats per minute. Sinus bradycardia at rate of 42 beats per minute occurred with lightheadedness present. As reported tachybrady syndrome/sick sinus syndrome was identified with a preserved ejection fraction. As result, a permanent pacemaker was implanted approximately 2.5 months following the valve implant as result of sick sinus syndrome/sinus node dysfunction.

Manufacturer narrative:
Continuation of d10: product ID {unknown}; product lot/serial number {unknown}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {unknown}; product lot/serial number {unknown}; product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic aortic valve, the patient developed complete atrio-ventricular block (avb). A temporary permanent pacemaker was placed. The event required prolonged hospitalization. The complete avb resolved two days after onset. Per the physician, the complete avb event was probably related to the valve and the valve implant procedure. Thirteen days following the implant of the valve, the patient presented to the emergency department (ed) for concerns of atrial fibrillation (afib) due to episodes of light-headedness, disorientation and palpitations. Shortness of breath and chest pain were not present. No permanent pacemaker was implanted. A recent appointment with the cardiologist reviewed findings from the event monitor. The event monitor showed no evidence of afib, but did mention occurrences of premature ventricular contractions (pvc). No treatment was provided. The event pertaining to the presenting to the ed for afib resolved the same day and per the physician, the event was not related to the valve and the valve implant procedure.